Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that during a unspecified veterinary knee surgery on a canine, it was observed that the sagittal saw attachment device stopped working. There was a ten minute delay to the surgical procedure. An identical spare device was available to complete the surgery successfully. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was not functional. It was further determined that there was corrosion on the internal components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.